Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the replacement device began blowing black particles. The patient checked the filter and there were no black particles in the filters. The patient stated the black particles came from the main machine itself or from the foam. The patient stopped using the machine due to the black particles blowing from the machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the replacement device began blowing black particles. The patient checked the filter and there were no black particles in the filters. The patient stated the black particles came from the main machine itself or from the foam. The patient stopped using the machine due to the black particles blowing from the machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Update: the manufacturer received information in reference to dreamstation 2 advanced auto CPAP device. The patient alleges the replacement device began blowing black particles. The patient checked the filter and there were no black particles in the filters. The patient stated the black particles came from the main machine itself or from the foam. The patient stopped using the machine due to the black particles blowing from the machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.